Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Additional information received from customer. Implant loss was mistaken reported. The abutment would not lock in and broke. This is a follow up report for this additional information. Device received for this event is being corrected from unknown atis ev implant catalog # unk atis ev implant to multibase ab ev (s) 3.5mm 17° catalog # 68012180. This is a follow up report for this corrected information. Correcting UDI # from ni to (B)(4). This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported. Removing codes for: health effect, clinical code,1924. Health effect, impact code, 4621. Medical device problem code, 1863. Investigation findings code, 3221. The correct codes for this complaint are: health effect, clinical code, 4582. Health effect, impact code, 2199. Medical device problem code, 1260. Investigation findings code, 3252. This is a follow up report to correct these/this code(s).